Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/3.0/061 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, refractive surprise was observed. Lens remains implanted. Reportedly, "so far patient not come for follow up and more investigation."

Manufacturer narrative:
Work order search found no similar complaints within associated lots were found. Claim# (B)(4).